Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: b4: 27 nov 2019. B5: no new information to report. G4: 07 nov 2019. G7: follow up. H3: corrected data: no, summary investigation. H10: manufacturer narrative, corrected data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : summary investigation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Email address: unknown.

Event description:
It was reported that the doctor was unable to place implant into osteotomy.